Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, after which the error did not reoccur. The customer successfully started their sensor session.